Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Decreased sensing was observed. Attempts in reprogramming resulted in oversensing. The lead was explanted and replaced.